Event description:
New information received indicates that programming changes were made. Later, the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, upon interrogation possible premature battery depletion was noticed. As a result, short follow up intervals were suggested. No adverse patient consequences were reported.

Manufacturer narrative:
Visual inspection found an electrocautery mark on the can. The device was in bvvi mode when it was received due to transient electrical interference and this was most likely caused by exposure to electrocautery during explant. Device image showed that eri flag was triggered while monthly average battery voltage was still above eri. There was evidence from the device image that autocapture feature was enabled and operated in high output mode at times. The device was also programmed to rate responsive mode and the decoded parametric data showed elevated pacing output. When automatic settings are programmed, such as autocapture, and rate responsive mode, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Based on the information received, the cause of the premature battery depletion could not be conclusively determined.